Event description:
It was reported that the coil was prepared and delivered through the angiographic catheter. When the coil was deployed approximately 5 cm from the tip of the catheter, resistance made it difficult to advance the coil further. When the coil was attempted to be pushed forward, the coil detached unintentionally from the pusher at the detachment zone. The coil was withdrawn along with the angiographic catheter, and only the pusher and the angiographic catheter were successfully removed from the patient. However, the implant remained within the guiding sheath. The implant was removed from the guiding sheath using a snare. The procedure was continued with a new coil. Subsequently, the procedure was completed successfully.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.